Event description:
Prior to a lc procedure the threraded stud was found to be broken on the handpiece. Changed to use electrosurgery device to complete the procedure. There was no adverse pt consequence.